Event description:
Literature abstract source reports laryngospasm in three patients and bronchospasm in two patients during use of lma proseal. Additional information obtained directly from principle author indicates medical intervention required in a single patient that experienced laryngospasm and hypercapnia after insertion of lma proseal. The airway was replaced with a lma classic and event resolved. No intervention required in other four patients. There was no report of device defect or malfunction.